Event description:
It was reported by service report that the head end lift and foot end lift were stuck in high height and could not be calibrated. There was pt involvement; however, no adverse consequences were reported.